Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor does not have the electrode, cannula is partially there. The customer's blood glucose was 22mmol/l. The customer was advised to contact their health care provider.